Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl leading up to the 911 call, and she had been treating with manual injection hourly. She was unresponsive with dry mouth. She was in a coma for 3 days, hospitalized for 1 week, and placed on an intravenous drip. She did not recall any significant events leading to the hospitalization. She stated that she had not made any recent changes to the insulin pump prior to hospitalization and confirmed that the settings were programmed accurately. She observed low reservoir, low battery and no delivery alarms in the alarm history leading up to the high blood glucose. All entries in the bolus history were correct based on her recollection. She was advised to change the complete set. Over 4 months later, she still experienced high blood glucose and requested replacement of the insulin pump. The most recent blood glucose was 240 mg/dl.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, and displacement test. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.